Manufacturer narrative:
The event occurred in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor experienced a no flow event prior to connecting the device to the patient. There was no patient involvement. No additional information is available.